Event description:
During prep, prior to inserting in the pt, the hub on the balloon catheter was found cracked. The balloon would not inflate. The product was not utilized for the procedure, and there was no pt injury reported with the event.